Manufacturer narrative:
(B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Loss of aspiration was reported. The target lesion was located in the superficial femoral artery. The physician selected a 2.4mm jetstream atherectomy catheter for use. After about 5 minutes in the body, it was noticed that the device was no longer aspirating. The device was removed from the patient, re-primed and then re-tested but the device just stopped aspirating. The procedure was completed using another of the same device. No patient complications were reported and the patient status was fine.